Event description:
It was reported that the pt was experiencing symptoms of pain and spasticity on the left side of the body and no relief of symptoms. A volume discrepancy was reported. The pt's last refill was 2008 when the pump was filled with 40 ml of medication. The pump was programmed with simple continuous mode and a daily dose of 520 mcg/day. During a refill visit three months later, the expected reservoir volume was 6.1 ml while the actual reservoir volume was 40 ml. The concentration baclofen was not reported. Additional info has been requested from the hcp, but was not available as of the date of this report.